Event description:
Additional information has been received and stated that the surgery was completed on the same day there was no patient contact.

Manufacturer narrative:
Additional information was provided in b.5., d.10., and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic was bent. The procedure was completed on same day. Additional information has been requested.